Event description:
It was reported a cardiac perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The procedure was being performed under moderate sedation using 2d intracardiac echo (ice) and fluoroscopy imaging guidance. Right femoral access was challenging due to venous tortuosity and significant slack on the right atrium (ra) and right ventricle (rv) leads, which made advancing the wire into the superior vena cava (svc) difficult. After access was achieved, the physician attempted to identify an ideal location for transseptal puncture (tsp). The first and second attempts were unsuccessful, with the wire sliding into a more superior position. On the third attempt, the wire again migrated superiorly. The clinical specialist noted that the wire was not visible on fluoroscopy or intracardiac echocardiography (ice) imaging, and no bubbles were observed in the left atrium (la). Despite this, the physician confirmed that tsp was successful, and the procedure continued. The clinical specialist observed a gradual decrease in blood pressure (bp) via non-invasive blood pressure (nibp) cuff monitoring and notified the physician and nurse. Approximately 15 minutes later, fluid accumulation was noted behind the left atrial appendage (laa) posterior to rv. Ice revealed a large pericardial effusion posterior to the rv. The patient became increasingly hemodynamically unstable, prompting activation of the code team. Pericardiocentesis was performed to treat the effusion, restoring hemodynamic stability. Approximately 360-400ml was removed and auto-transfused to the patient. A drain was placed, and the patient was then transferred to the intensive care unit (ICU) for further monitoring. The drain was removed three days later as minimal blood was drained. It was suspected that a perforation occurred during third attempt of transseptal puncture as the wire was outside of the cardiac silhouette at one point during the procedure. The physician suspected the location was most likely in the vein, however that was not visualized on ice. The patient was discharged (B)(6) 2025. The device is not expected to be returned for analysis. It was further reported that the physician thought the septum was likely fibrotic, it was difficult for him to maintain a consistent tent with visualization of the tip of the rf wire. There were two failed attempts followed by the 3rd attempt that likely lead to the suspected perforation. Act was checked 3 different times - 219, 280, 247.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported a cardiac perforation, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The procedure was being performed under moderate sedation using 2d intracardiac echo (ice) and fluoroscopy imaging guidance. Right femoral access was challenging due to venous tortuosity and significant slack on the right atrium (ra) and right ventricle (rv) leads, which made advancing the wire into the superior vena cava (svc) difficult. After access was achieved, the physician attempted to identify an ideal location for transseptal puncture (tsp). The first and second attempts were unsuccessful, with the wire sliding into a more superior position. On the third attempt, the wire again migrated superiorly. The clinical specialist noted that the wire was not visible on fluoroscopy or intracardiac echocardiography (ice) imaging, and no bubbles were observed in the left atrium (la). Despite this, the physician confirmed that tsp was successful, and the procedure continued. The clinical specialist observed a gradual decrease in blood pressure (bp) via non-invasive blood pressure (nibp) cuff monitoring and notified the physician and nurse. Approximately 15 minutes later, fluid accumulation was noted behind the left atrial appendage (laa) posterior to rv. Ice revealed a large pericardial effusion posterior to the rv. The patient became increasingly hemodynamically unstable, prompting activation of the code team. Pericardiocentesis was performed to treat the effusion, restoring hemodynamic stability. Approximately 360-400ml was removed and auto-transfused to the patient. A drain was placed, and the patient was then transferred to the intensive care unit (ICU) for further monitoring. The drain was removed three days later as minimal blood was drained. It was suspected that a perforation occurred during third attempt of transseptal puncture as the wire was outside of the cardiac silhouette at one point during the procedure. The physician suspected the location was most likely in the vein, however that was not visualized on ice. The patient was discharged (B)(6) 2025. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.